Event description:
During an oral procedure (#32 impaction), the bur guard melted. The pt sustained a burn on the right lower lip, approximately 1mm x 1mm in size. The burn was treated with ice and a topical antibiotic. Scarring is not expected.

Manufacturer narrative:
The product used in the event was returned to the manufacturer, but evaluation has not yet begun.